Event description:
The biomedical engineer reported that both of the display screens on the central nurse's station (cns) were black when connected via the kvm switch.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at athens-limestone hospital reported the cns-6201a (pu-621ra sn: (B)(6) had blank displays. There was a "no video input" message generated when displays and cns were turned on. Connecting directly to the cns (bypassing the kvm) did not resolve the issue. The cns was generating beep codes upon reboot. Service requested repair service performed the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. * physical evaluation: no physical damage nor fluid intrusion. * verify the complaint: blank screen problem cannot be duplicated with display monitor connect directly to cns. Extensive test was performed but no problem found. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Investigation result the cns warranty began (B)(6) 2015. The issue was reported after 4 years at customer facility. Review of cns sap history found no previously reported issues with the unit's display. Nka evaluation was unable to duplicate the reported issue; unit was found to be operating within specifications. Possible causes include those which cannot be troubleshot within nka test environment. Unit (sn: (B)(6) has no history of display issues. From the information available, the root cause could not be determined. Review of tickets opened at customer facility found no other reported issues relating to display/video for the "pu-621ra". No parts were replaced and the unit was returned with status "could not duplicate (cnd)" on (B)(6) 2019. Additional information:

Manufacturer narrative:
The biomedical engineer reported that both of the display screens on the central nurse's station (cns) were black when connected via the kvm switch. They also reported that the "no video input" message generated when the displays and cns were turned on. Connecting directly to the cns (bypassing kvm) did not resolve the issue. The customer will send the unit in for further evaluation. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made but not provided: attempts to obtain information on the devices that were used in conjunction with the unit in question were made, but not provided.

Event description:
The biomedical engineer reported that both of the display screens on the central nurse's station (cns) were black when connected via the kvm switch.